Event description:
It was reported that patient underwent a procedure involving a curvtek cartridge on (B)(6) 2010. During the procedure, the surgeon depressed the trigger to deploy the cutter heads, but the cartridge fell apart. There was no delay in surgery or patient injury as a result. The procedure was completed with another cartridge.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.(B)(4)